Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited out f range capture thresholds measurements and also exhibited loss of capture. All other electrical values were checked and within range. There was no intervention performed. It was later reported that the patient deceased and was unrelated to the lead of system function. No additional information was available at this time.